Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a roux-en-y gastro jejunostomy. During a subsequent surgery a leak was found at gastrojejunostomy anastomosis indicating a staple line leak. It was reported that after the surgery, the patient experienced crampy abdominal pain, abscess, labs abnormal for wbc; hemoglobin; hematocrit; blood urea nitrogen, polymicrobial abdominal would infection with klebsiella; non-hemolytic strep; peptostreptococci, free air, multiple fluid collections, gj anastomosis leak, acute blood loss anemia. Post-operative patient treatment included hospitalization, IV fluids, antibiotics, npo, exploratory lap, drainage of intra-abdominal abscess, washout, drain placement, egj with stent placement to cover leak on both sides, fluoroscopy used to confirm leak, CT scan, esophagoscopies, esophageal stent readjustment, PICC line placement, pain medication.

Manufacturer narrative:
H6 ime e2402: labs abnormal for wbc; hemoglobin; hematocrit; blood urea nitrogen, free air medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.